Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation findings were as follows: foreign material was found on the up/down and right/left control knobs, due to a cut on switch #1, water tightness was lost, due to clogging of the jet tube, water could not be supplied, due to damage on the charged coupled device, the image had white dots and black dots, due to clogging of the nozzle, water removal ability did not meet standard value, the objective lens had a chip and scratch, the light guide lens had a scratch, the plastic distal end cover had a scratch, the adhesive on the bending section cover was detached, the connecting tube had a scratch, due to the wear of the angle wire, the bending section could not be bent in the up direction, due to wear of the angle wire, bending angle in the down/left/right direction did not meet standard value and the play of the up/down know was out of standard value, the control section had a stain, the image guide protection had a cut, the scope cover had discoloration, switch #1 had a pinhole, the switch box had discoloration, the universal cord had discoloration and a scratch, the scope connector cover unit had a stain, the scope connector cover unit case had a stain, the plug unit had discoloration, the plug unit had a scratch, the forceps channel port was shaved, the suction cylinder was shaved, the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope's angulation was not working. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle unit, and plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly, due to a leakage. The leakage was caused by a cut on sw1 (switch button one). A further cause of the cut could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.